Event description:
Mesh migration was reported and caused nerve root compression/irritation. Operation was performed to remove the device. No reherniation found.

Manufacturer narrative:
Removal surgery was on (B)(6) 2025, case was entered on (B)(6) 2025. Sales rep has yet to report the awareness date. The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or new information submitted, another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.